Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of loop detached. Block h10: visual evaluation of the returned device revealed that the loop was detached and was not returned. The loop cannula had evidence of crimping marks. Risk analysis was performed on the document hazard analysis/product risk analysis (use and design fmea) polypectomy snares risk management workbook and was confirmed that the reported event is not a new or unanticipated failure mode and does not require to be updated. Based on the information available and the analysis performed, the most probable root cause classification is manufacturing deficiency. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon closing the snare loop around a less than 10mm polyp and using cautery to be able to cut through, it was noted that the crimp that holds the snare loop was loosened and the snare loop was detached. Reportedly, the snare loop was retrieved using forceps and nothing was left inside the patient. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10 mm round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon closing the snare loop around a less than 10 mm polyp and using cautery to be able to cut through, it was noted that the crimp that holds the snare loop was loosened and the snare loop was detached. Reportedly, the snare loop was retrieved using forceps and nothing was left inside the patient. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.